Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further review of the information obtained during baxter?s investigation, it was revealed that the identified air was in the drain system; therefore, it has been determined that the circumstances reasonably suggest that the device malfunction reported in this incident would not likely cause or contribute to a death or serious injury were it to recur.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during drain with a drain volume of 0ml; the patient was connected. The technical services representative (tsr) had the registered nurse close and open the transfer set and then put the patient back in drain. The drain volume started increasing. The tsr had the registered nurse straighten the line out and slide the pinch clamps. The drain started increasing again. The tsr had the registered nurse reposition the hp, the drain volume was 47ml. The hc alarmed again. The registered nurse stated that there were a lot of bubbles in the drain. The tsr advised that they would need to end therapy. The tsr advised to finish with manuals and make the peritoneal dialysis nurse aware. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no injury or medical intervention was reported.